Event description:
In 06/2001, product mgr reported to quality assurance that a presentation had been given by an institute regarding adcon-l and recurrent disc herniations. The presentation was given at the american spinal injury association meeting. The data presentation did note that 6 adcon-l pts (versus 9 control pts) had presented with recurrent disc herniation. Pt 6 of 6: recurrent disc herniation.